Event description:
It was reported that the burr became stuck in the lesion. The severely calcified target lesion was located in the right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, while on dynaglide mode, it was noted that the rotaburr was stuck in the lesion. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
The returned device consisted of the rotapro atherectomy system. Visual and microscopic inspection of the device showed no damages or defects. The advancer was then connected to a console and was put through functional testing. There were no issues with reaching optimum speed in both normal and dynaglide modes. Analysis could not confirm the reported events as there were no damages or defects noted.

Event description:
It was reported that the burr became stuck in the lesion. The severely calcified target lesion was located in the right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, while on dynaglide mode, it was noted that the rotaburr was stuck in the lesion. The procedure was completed with another of the same device. No patient complications reported.